Event description:
Report received of bleed back through a filter extension set into the filter. It was reported that there were two incidents involving the same patient with a hyperalimentation infusion. The infusion was via primary set which was connected to the filter extension set which was then connected to a uvc line. The infusion pump was set at a rate of 1cc/hour. At some point after the start of the infusion, it was noted that blood was backing up the line into the filter. If the bag was raised to a greater height, the blood would no longer back up. The tubing set was changed and the infusion resumed with no further problems. There were no reported adverse patient effects. Additional information was requested, but no further information was provided.